Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a vitreous cutter would not cut during a procedure. The cutter was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
No sample has been returned for evaluation for the report of the probe not cutting (actuation) at the beginning of the probes use; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. Because a sample was not returned and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
One 23ga accurus probe sample was returned for evaluation for the report of not cutting. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. The sample was visually inspected and was deemed conforming. Actuation testing was performed and deemed nonconforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 5 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was a slight resistance felt when removing the inner cutter from the needle. Wear marks were present on the inner cutter bend area. The o-ring at the bottom of the body is position at a slight angle. The complaint evaluation does confirm the probe¿s actuating or cutting function is not to specification. The root cause for the cutting function not working was due to the o-ring being out of position. This out of position o-ring resulted in interference between the inner cutter and the o-ring, which hindered the movement of the inner cutter. The o-ring is seated into the engine housing during the engine machine assembly process. The reason on how the o-ring became out of position cannot be determined from this evaluation. (B)(4).